Event description:
It was reported that, "connector slipped off rod -- resulting in patient discomfort and an additional surgical revision procedure."

Manufacturer narrative:
Catalog # 48218070, xia rad rod l70, was referenced. It is unknown which, if any, of the devices may have caused or contributed to the event. Product and additional information have been requested, and if received will be supplied on a supplemental.